Event description:
It was reported that the left ventricular (lv) lead had dislodged. A lead revision was performed. The lv lead was extracted and replaced. It was further reported that during the lv lead revision, the implantable cardioverter defibrillator (ICD) lv header connector set screw was unable to be seen engaging the new lv lead. The ICD was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012. (B)(4).